Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was initially reported this was an arteriotomy closure of two access sites (left and right) in the common femoral arteries (cfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, a proglide was used first in the left cfa and when the plunger was removed, no suture was present. A prostyle was attempted in the right cfa and when the plunger was removed, no suture was present. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the sutures of a proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information received: the sutures of two new proglides and two new prostyles were successfully pre-placed in both access sites. Hemostasis was achieved with the pre-placed proglide and prostyle sutures. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of two access sites (left and right) in the common femoral arteries (cfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm interventional procedure. Reportedly, a proglide was used first in the left cfa and when the plunger was removed, no suture was present. A prostyle was attempted in the right cfa and when the plunger was removed, no suture was present. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the sutures of a proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device referenced is filed under a separate medwatch report number.